Event description:
It was reported that the customer had a blood glucose level of 45 mg/dl. The customer's sensor glucose reading was 71 mg/dl. The customer stated she had received multiple lost sensor alerts. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).